Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated the complaint. The philips remote service engineer spoke with the customer and tried to determine why there was no power to the flexvision pc and was unable to locate the power supply feeding tz. Analysis of the system log files showed there was an issue with the flexvision pc. The philips field service engineer (fse) replaced the hard drive and flexvision pc, downloaded the os and apps for the new flexvision. The device was returned for failure analysis, all visual and functional tests were carried out, and it was discovered that the power supply unit was the cause of the problem. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that that the system would not boot up. It stuck at 0:00. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) replaced the flexvision pc along with a hard drive and returned the system to use in good working order. Philips has started an investigation of this complaint.